Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems for multiple samples. The initial results in the range of 122-130 mmol/l were reported out of the lab. The original samples were re-tested and repeated sodium results were higher than on the initial run. Amended reports were issued. Patient treatment was not affected.

Manufacturer narrative:
Before the event, the ise system was calibrated and sodium qc results were within the lab's established ranges. Pre-analytical sample handling was discussed with customer. A field service engineer (fse) was dispatched: the fse decontaminated the ise system and completed a preventive maintenance (pm). A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.